Event description:
It was reported that the tap broke in two places during use in surgery. No patient complications were reported.

Manufacturer narrative:
Additonal info: visually and dimensionally confirmed the instrument is broken at the base of the radius near the 70 mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the shaft diameter was inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, and river lines and shear lip suggesting overload. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional specifications suggest failure due to bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.